Manufacturer narrative:
(B)(4): the obturator was returned for evaluation; the broken tip was lost during cleaning after surgery. Visual examination confirmed approximately - 2 mm of the tip had broken off; additionally, the tip just below the fracture is plastically deformed and twisted. Fracture surface analysis revealed a fairly brittle fracture surface and circular material flow, consistent with torsional overload during usage. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient was implanted with instrumentation from t2 to t6. The patient had a mass at t4; possibly a tumor. The patient underwent a corpectomy at t4. While tightening a set screw during surgery, the tip of the obturator broke off. The surgeon completed the procedure. The tip fell onto the patient's back as the surgeon removed the instrument. The broken piece was retrieved. No additional patient complications were reported.